Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system exhibited increased pacing impedances from 500 ohms to 1,200 ohms. There were concerns of possible t-wave oversensing. The patient is pacemaker dependent. No adverse patient effects were reported. Additional information indicates that this patient later experienced syncope. An x-ray was performed with no findings. Autocapture was previously on, then it was programmed off. The threshold was programmed to 2.6 volts at 0.4 milliseconds. The patient went home and reported to have experienced syncope when getting out of their chair. Electrogram strips were provided and there is intermittent loss of capture occurring. Boston scientific technical services (ts) provided troubleshooting efforts. It was stated that the physician plans to further evaluated the patient and likely perform a lead revision in the near future. This product remains in-service.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information indicates that this patient underwent a revision procedure and this pacemaker along with the associated lead were removed from service. No additional adverse patient effects were reported.